Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone with concentration 15 mg/ml initially at a dose rate of 7 mg/day and now 0.7 mg/day via an implantable pump for non-malignant pain. It was reported that the patient experienced a decrease in therapy for some time now despite dosing increases. The date of the event was unknown (day, month, and year unknown). They then decreased the dose and the patient had stated that their symptom had got even worse. Today the physician was doing a possible catheter revision and catheter access port (cap) dye study. They were wondering if they are unable to aspirate from the cap and the physician bolus's the patient with dye, how much drug would the patient get. Additional information was received that reported that a catheter dye study was performed. The dye study was done in the or after removing the pump from the pocket. They could not aspirate initially with the pump in the pocket. A catheter revision was not performed. Once the pump came out of the pocket the catheter aspirated without any issues multiple times. No devices would be returned.

Event description:
Additional information was received from a consumer (con) via a company representative (rep) regarding an implantable infusion pump receiving dilaudid (hydromorphone) with unknown concentration and 3.4 mg/day for dose for non malignant pain. It was reported that the reason for call was the previous pump (B)(6) was replaced because "I'm not sure if it was working right" (see documentation in (B)(4)). Patient stated the catheter was "kinked right where it attaches to the pump". See (B)(4). It was mentioned that new pump was placed (B)(6). Patient stated family practice hcp discovered blood clots in lungs and put patient on blood thinners about 2 weeks ago, and "around then it was when pump stopped working". Patient called to ask if blood thinners could impact pump functionality. Patient services recommended patient f/u with hcp for medical concerns. Patient services documented reported event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.